Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 445003) unknown lot # was performed by the verification of complaints history. Customer reported false positive results with multiple lots of bd max¿ sars-cov-2 reagents assay and mentions that the curves look too linear. Despite multiple attempts made to receive information, no data was provided for the investigation (no kit lot, nor data). Customer runs many tests, with different lot numbers and obtains such results approximately once per day. According to the complaint text, the customer uses 5 different types of transport media, including normal saline. However, no data was provided, bd was thus unable to investigate the cause or origin of the customer issue. As indicated in the product instruction for use, make sure to use universal viral transport (uvt) or universal transport media (utm) or nasal swab specimens in 0.85% saline for specimen collection & transport. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.

Event description:
It was reported while using sars-cov-2 a false positive result was obtained. The customer repeated the sample and the results was negative. There was no indication that erroneous results were reported out or any report of patient impact. Eua (B)(4)

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using sars-cov-2 a false positive result was obtained. The customer repeated the sample and the results was negative. There was no indication that erroneous results were reported out or any report of patient impact. (B)(4).